Manufacturer narrative:
Batch review performed on 20 january 2022. Lot 2003252: (B)(4) items manufactured and released on 20-jul-2020. Expiration date: 2025-jul-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional implant involved: gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3-i4 r (k121416) lot. 2001625. Batch review performed on 20 january 2022. Lot 2001625: (B)(4) items manufactured and released on 07-jul-2020. Expiration date: 2025-jun-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional implant involved: gmk-sphere 02.12.0413crr tibial insert fixed sphere cr size 4/13 mm r (k181635) lot. 1901355. Batch review performed on 20 january 2022. Lot 1901355: (B)(4) items manufactured and released on 21-may-2019. Expiration date: 2024-jun-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event. Additional implant involved: gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571) lot. 2006038. Batch review performed on 20 january 2022. Lot 2006038: (B)(4) items manufactured and released on 03-aug-2020. Expiration date: 2025-jul-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 year after the primary surgery, the surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.